Event description:
It was reported that the patient was symptomatic with a heart rate below the device's programmed lower rate. In addition, t-wave oversensing (twos) was exhibited. Reprogramming was done for the device and right ventricular (rv) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted (B)(6) 2014. (B)(4).